Manufacturer narrative:
Retainer ring: black the p-cap or reservoir locked properly. After battery installation unit alarm critical pump error. I removed the battery and shut down the pump by pressing the back key for 20 seconds. Inserted battery and pressed back and down keys and pump immediately alarmed critical pump error. 4 attempts were made and was no able to start the ngp application required to continue process of downloading crest or thus. Unable to perform the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error (open book). Device was cut open and electronic stack and motor removed. The electrical board 2 was replace and device power up properly. It is determined that electrical board 2 is causing the critical pump error. Electrical board 2 and motor were inspected for electrical faults, moisture damage, workmanship and cracked or damage components. No visible anomaly was noted under the scope. The motor force sensor within specs at 21.8 mv. However, during troubleshooting and removal of the electronics the j5, da1 and r26 at electrical board 1 component and traces were damage. Unable to continue root cause investigation due to physical damage to electrical board 1. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump's battery died early and when she replaced it, it came up with an open book image. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.